Event description:
Customer states the syringe had a crack in the barrel and clinician was exposed to blood from the syringe.

Manufacturer narrative:
Device is not available for examination. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level (0.030/mm) in relation to the total volume of syringes produced.